Event description:
Procedure type: sigmoidectomy. Patient gender: unknown. According to the reporter: it was not possible to connect the pressure plate with the tissue thorn after the manipulation. The handle for the thorn of the pressure plate was bent and loose. The stomach was opened and the pressure plate was exchanged with a different instrument to complete the procedure successfully.